Event description:
It was reported that a system error 2240 (air in line/set) occurred during dwell three of four on the homechoice. The home patient (hp) was connected at the time of the event. The hp indicated during troubleshooting that an unused final line clamp was left opened and the line was not capped. The technical service representative assisted the hp to end therapy. No patient injury or medical intervention was reported as a result of this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device was not returned and the lot number was unknown; therefore, a device analysis could not be completed. However, a clamp being left open on unused lines is a known cause of this alarm. Per ¿the homechoice and homechoice pro apd systems patient at-home guide¿, users are instructed that clamps on any unused solution lines must remain closed when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a follow-up report will be submitted.